Event description:
It was reported that the patient was admitted to the hospital due to ineffective pacing and syncope. It was also reported that pacing impedance was high. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead analyzed.